Event description:
During a meniscal repair, the surgeon was using a fast-fix 360 curved from lot 50444632. The surgeon inserted the needle and was able to successfully seat the first t1 implant on the capsular side. While removing the inserter needle and attempting to insert the second t2 implant, the implant became loose from the inserter and fell off into the joint without the device being actuated. T2 was subsequently cut from the meniscus and t1 was left in the patient unsupported. A second fast-fix 360 curved from lot 50453311 was then used. The surgeon inserted the needle and was able to successfully seat the first t1 implant on the capsular side. While removing the inserter needle and attempting to insert the second t2 implant, the implant became loose from the inserter and fell off into the joint without the device being actuated. T2 was subsequently cut from the meniscus and t1 was left in the patient unsupported. A third backup device was on hand to ultimately complete the procedure.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Only the delivery unit was returned and the device was received without suture or anchor. The incident report confirms that this is related to CAPA (B)(4), which has been opened to track the root cause and corrective actions related to this failure mode. (B)(4).